Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that dr. (B)(6) had assembled and implanted a restoration modular and decided he needed to change the stem version. After disassembling the proximal body. Using the body separator he tried to remove the body off to release the cone body. Dr. (B)(6) had to cut off the instrument to get the body off.

Manufacturer narrative:
An event regarding two subcomponents of the restoration modular body stem separator unable to be disassembled was reported. The event was confirmed. The chuck adaptor subcomponent of the subject device was returned cut in two. The threaded portion was retained within the puller body subcomponent and could not be removed with pliers. The reported event is confirmed. Material analysis found no damage to the threads of the chuck adaptor after the device was sectioned to remove the stuck threads. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review determined no other similar events have been reported for the manufacturing lot. The stuck chuck adaptor was most likely caused by user misuse. The chuck adaptor was likely torqued in the incorrect direction while attempting to remove it from the puller body which further tightened the threaded connection. Material analysis found no damage to the chuck adaptor threads.

Event description:
It was reported that dr. (B)(6) had assembled and implanted a restoration modular and decided he needed to change the stem version. After disassembling the proximal body. Using the body separator he tried to remove the body off to release the cone body. Dr. (B)(6) had to cut off the instrument to get the body off.